Event description:
It was reported that the 9600+ system required several boot attempts before it was completely booted up. It was also noted that the system could not save images from the mainframe. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.